Manufacturer narrative:
This report was sent in error, please disregard. All information is contained in 2518422-2025-108246 and any future and all reporting will be done under 2518422-2025-108246.

Manufacturer narrative:
Correction to section box g: the report type should be specified as a 30-day report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the devic.